Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual cf-ez1500dl/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. It is recommended that the user facility return the device to the legal manufacturer for repair should they observe an abnormality such as leakage and damage, and further to not utilize the device in a procedure under such a condition. It is further recommended that the user facility contact olympus should there be questions or concern regarding reprocessing steps. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported colonovideoscope had air/water flow problem. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: nozzle clogged with foreign material. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle was clogged with foreign material; it was not possible to remove it but it was similar to glue mixed with cleaning brush hairs. Due to clogging of nozzle, the water supply volume did not meet the standard value. Additionally, due to wear of angle wire, bending angle in down direction did not meet the standard value, and the adhesive on the bending section cover was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.